Event description:
The manufacturer received information alleging a ventilator was alarming for an internal battery alarm condition. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and error codes related to the charging of the internal battery were observed. The device's internal battery and power management board need to be replaced to address the issues.